Event description:
It is reported that initial x-rays showed radiolucency at the margins of the tibial component. The pt is reportedly asymptomatic.

Manufacturer narrative:
This report will be amended when our investigation is complete.